Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump¿s black box showed no activity related to the event. There was no data in pump histories from time of reported issue due to continued use of the pump. During investigation, the pump was suspended during testing; the pump did not deliver insulin while suspended. The pump was exercised for 12 hours with no errors or warnings occurring. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged when "suspends her pump it continues to deliver insulin based on a drop of insulin or bubble that is visible at the end of the tubing when she disconnects". It was alleged that the pump caused the patient to have a blood glucose less than 70mg/dl but greater than 40mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.